Manufacturer narrative:
UDI #:( (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer and checked the unit thoroughly. Fss found problem with the power supply and replaced it. Fss performed the field service checklist, which the unit met the specifications and it was found to be in good working condition. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank/black screen and chattering pinch valve with the sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled.